Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that the microsensor was showing elevated icp levels although the scans were not elevated. It was thought that the device was being affected since it got wet. The hospital attempted to dry the sensor, but it did not work. As a result the sensor was replaced. It was reported that the device was discarded.